Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain and cloudy pd fluids. On the same day, the patient was hospitalized for the event. Treatment for peritonitis was not reported. The patient was still in the hospital and recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported the patient was discharged from the hospital on (B)(6) 2014. It was reported the patient had recovered from this peritonitis event (previously recovering). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient was treated with unspecified antibiotics. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The exact age of the patient at the time of the event was unknown; however, the patient was born in 1962. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.